Manufacturer narrative:
Conclusion: (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed power consumption was within normal operating ranges however; 23 low flow alarms have been logged since (B)(6) 2017. Of note, transthoracic echocardiogram (tte) revealed an enlarged left ventricle, atrioventricular (av) opening on all beats, septal bowing, and significant right ventricular (rv) dysfunction. Additionally, it was reported that the controller displayed trough of ">12". The controller used during this event ((B)(4)) is a 2.0 controller. The controller 2.0 has a feature that displays peak and trough values on the controller display; the peak is the highest flow value while the trough is the lowest flow value. Trough values may be negative in causes of ventricular suction. When the trough is negative, a software coding error will incorrectly display the peak and trough value as ">12" on the controller display. The correct value should be the actual negative value from -0.1 to -2.0 liters per minute (l/min), or the message ¿<(><<)> 2¿ for values less than -2.0 l/min. As a result, the most likely root cause of such issues can be attributed to a software coding error, which incorrectly displays peak and trough values as ">12", when peak or trough is less than 0.0 l/min. Based on risk documentation, the most likely root cause of the low flow event can be attributed to multiple factors including but not limited to thrombus at the inflow cannula or the outflow graft, poor vad filling, right heart failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2017 and was started on bumex taper due to fluid overload thought to be caused by prednisone taper patient is currently on. The patient called the clinic on (B)(6) 2017 to report having several 'low flow¿ alarms, on/off dizziness, and controller reading out normal ventricular assist device (vad) parameters with a trough of ">12." The patient was scheduled for a nurse clinic visit on (B)(6) 2017 for further evaluation. The patient presented to the clinic with orthostatic blood pressure (bp) and dizziness. Controller log files were sent in which showed an increase in intermittent suction events from (B)(6) 2017, however, no suction was seen in clinic as the bumex had been stopped the day prior. The patient was admitted from clinic on (B)(6) 2017. The patient had a chest x-ray done which showed a possible pump position change. The patient also had a ramp study done in which the vad speed was titrated up from 2400 to 2660 rpms. Transthoracic echocardiogram (tte) revealed an enlarged left ventricle, atrioventricular (av) opening on all beats, septal bowing, and significant right ventricular (rv) dysfunction. The patient's speed was left at 2660 rpms with flow 3.0 liters per minute (lpm) and 3.8 w. The patient will be started on sildenafil and diuretics will be held. The patient remains admitted to the step-down unit for further monitoring. Chest x-ray image was sent. Preliminary log file analysis showed 23 "low flow" alarms had been logged since (B)(6) 2017. No further information has been provided.